Event description:
It was reported that device detachment occurred. A 190 cm mt filterwire ez was selected for use. During preparation, it was noted that the filter presented detachment of the catheter from the distal part of the device, losing torque, making it difficult to collect it while preparing/washing the device. The procedure was completed with another of the same device. No complications reported and the patient is stable.

Manufacturer narrative:
The event date of (B)(6) 2023 is an estimated based of the aware date of (B)(6) 2023 as the exact date was not reported. Device evaluated by MFR: the device was returned for evaluation. The wire was returned inside the delivery sheath for the analysis and the filter bag came back in deployed state. The spring tip was bent and stretched. The wire was exposed through the sheath slit. The pouch was returned, and it was observed that the pouch information matches with the complaint information. No more damages were observed. For microscope inspection, under the microscope it was observed that the spring tip was bent and stretched. Sheathing/unsheathing test could not be performed due the wire was exposed through the sheath slit.

Event description:
It was reported that device detachment occurred. A 190 cm mt filter wire ez was selected for use. During preparation, it was noted that the filter presented detachment of the catheter from the distal part of the device, losing torque, making it difficult to collect it while preparing/washing the device. The procedure was completed with another of the same device. No complications reported and the patient is stable.

Manufacturer narrative:
The event date of (B)(6) 2023 is an estimated based of the aware date of (B)(6) 2023 as the exact date was not reported.